Manufacturer narrative:
(B)(4). Method: the healthcare facility had requested a service of the iw990agu manual control wall mount infant warmer. The fph service manager performed the service at the healthcare facility. Results: during performance testing of the unit it was found that the power fail alarm was not working. The problem was traced to a faulty capacitor on the power pcb board. A lot check revealed no other complaints of this nature for lot number 021029. Conclusion:the power fail alarm provides alerts the user in the event that power fails while the infant warmer (iw) is switched on. Given the age of the unit (10 years) the failure was most likely due to wear and tear of the capacitor. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The iw technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. The iw unit was returned into service after the faulty capacitor on the power pcb board was replaced.

Event description:
During servicing of an iw990agu manual control wall mount infant warmer at a healthcare facility in (B)(6), a fisher & paykel healthcare (fph) service manager found that the power fail alarm was not working.